Manufacturer narrative:
The tech found all bed exit functions working and alarming through the nursecall sys. The tech stated he found the bed functioning properly.

Event description:
The nurse alleged that the bed exit was set and turned off by itself. The pt was found on the floor and suffered two fractures. The pt thought she was at home and tried to go to the bathroom. The nurse alleged that the bed exit did not alarm and was not set when pt was found.